Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in performing the reset, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller understood and acknowledged.